Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed; therefore no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study; same case as 6000089-2007-01486; it was reported that 1544 days after a coronary stenting treatment procedure, the patient had a myocardial ischemia and required a target vessel reintervention (tvr). The target lesion treated in the index procedures was located in the mid to distal right coronary artery (mid-dist rca). Based on visual assessment, the baseline stenosis of the target lesion was 80%, the length was 40mm and the reference vessel diameter was 3.0mm. The target lesion was successfully treated with predilation and placement of two 3.0x24mm bare metal express stents. Following post-deployment dilation, the residual stenosis was less than 30% based on visual assessment. Another non-target lesion was located in the mid left anterior descending artery (mid lad) with a baseline stenosis of 100%, a length of 18mm and a reference vessel diameter of 3.0mm based on visual assessment. The mid lad was treated with a bsc express stent. The patient was discharged 2 days later on aspirin and clopidogrel, amongst others. At 1544 days post index procedure, the patient had a positive stress test for myocardial ischemia. He was admitted to the hospital 30 days later for "focal critical in-stent restenosis in the middle segment of the rca" and underwent a percutaneous transluminal coronary angioplasty the next day using balloon dilation of the mid rca with no residual stenosis. The patient was discharged one day post procedure with recommendation for aspirin and ticlopidine, amongst others. Per investigator, the device causality of this event is highly probable.